Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. An investigation was completed based on the accuview graphs created during the study. Review of the study confirmed abnormal high ph readings. Thus, the investigation identified the root cause of the reported event to be suspected capsule failure.

Event description:
Customer reported bravo short study. According to the customer, the bravo study had gaps as well as high ph readings. The high ph readings read as high as ph 9. A repeat procedure was performed and the same problem occurred.